Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a bronchoscopy procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for lung cancer. The lesion was located in the right upper lobe of the bronchus. The patient was not noted to have tortuous anatomy. During the procedure, as the stent was being deployed, the deployment suture was "catching". As a result, the catheter kinked and the stent was not released in the desired location. The stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) stent positioning issue. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.